Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc). The patient was not connected. The red clamp did not pinch the line closed, so the heater bag leaked. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Global technical service clarified on (B)(6) 2012 that the outlet port clamp that is put on the neck of the bag when connecting it to the set up was not clamped tight. It was unclear if this was due to use error or a malfunction. The patient had already broken the frangible, so fluid leaked out of the bag. Baxter product surveillance (bps) spoke with the registered nurse on (B)(6) 2012. She stated that she did not recall the patient reporting this specific incident to her, but this patient usually does report any issues he has to her. The nurse stated that the patient does use an outlet port clamp, but she did not know if it was a red or blue clamp, and she did not know the product code. She was unaware if the patient was setting up therapy by clamping the bag and breaking the frangible, then connecting the bag to the set up. She stated that the reason he has the clamps is because he uses them when he performs manual therapy before he gets onto the cycler, as he completes a manual exchange first. She was unaware of the patient having any issues with the outlet port clamps. She stated that the patient has been continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event. There was no further information available regarding this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A 510(k) number was not provided in this MDR as this product code is exempt. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter product surveillance (bps) was contacted by the home patient (hp) on (B)(6) 2012. Bps relayed the report received from global technical service (gts) to the hp, and he stated that is not what had occurred that night. He stated that there was never any leak, nor was there an issue with an outlet port clamp or bag. He stated after he had completed therapy that night, he disconnected and started taking down his set-up when he noticed that the heater line clamp had been shut for the duration of his entire therapy. He was calling that night to report a faulty heater line clamp on his disposable set, as it should not have allowed solution to flow if it were clamped closed. He also stated that when he sets up for therapy, he always connects the bag first before breaking the frangible. There was nothing unusual noted about the supplies, and he was not sure why the heater line clamp had allowed fluid to flow through without being open. There were no samples available and he did not recall the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this event. The condition of a leak was not confirmed and the root cause was undetermined. Per the customer the sample was discarded therefore no evaluation of the device could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.